Manufacturer narrative:
The facility biomedical technician called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the biomedical technician to verify the sys is building adequate vacuum by pinching the aspiration line. The tss also advised the biomedical technician to check the I/a hand piece o-rings and replace them if needed. The facility did not request service. No samples were returned for eval. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no pt injury reported (no known impact or consequence to pt). Product problem(s): intermittent vacuum (aspiration issue). The nurse reported intermittent vacuum issues have been occuring. The nurse did not know the case was completed. Multiple attempts were made for more info and pt status with no response to date. No pt injury was reported.